Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that complaint of device had a ripped and bubbled dso seal and a scratched screen. Confirmed through visual inspection. Replaced dso seal and lcd lens. Performed visual inspection of repair. Upon further investigation, found uso seal delaminated. Replaced uso seal. Performed dso/uso sensor calibration. Validated repair through dso/uso occlusion test. Performed pvt, unit pass all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that a ripped and bubbled downstream occlusion seal was observed during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.